Event description:
Doctor reported an event of "esophageal dilatation." A lap-band ap system removal took place to treat event.

Manufacturer narrative:
Taper ii. (B)(4). The reporter of the complaint was asked to return the product. Based upon the model number provided by the reporter, the connector type is assumed to be a taper ii. Visual exam may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Esophageal dilatation is a surgical/physiological complication and analysis of device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of esophageal dilatation as follows: "esophageal distention or dilatation has been reported infrequently. This is most likely a consequence of incorrect band placement, over-restriction, stoma obstruction, and can also be due to excessive vomiting, or pt non-compliance, and may more likely in cases of pre-existing esophageal dysmotility. Deflation of the band is recommended if esophageal dilatation develops. A revision procedure may be necessary to re-position or remove the band if deflation does not resolve the dilation."